Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: initial reporter: first name/given name/email address: unknown, information not provided section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the nurse found that there was no cover for the balanced salt solution (bss) spike upon opening of package. There was fear for any risk of contamination so the nurse decided not to use and discarded the pack. There was no patient involvement. No further information was provided.